Event description:
It was attached to a pt when it alarmed "empty bag" vancomycin infusing when it alarmed. Unk size of the bag. Rate: 166ml/hr. Unit was running at a 100ml/hr for several days as a primary. Secondary set was infusing for 30 minutes when it alarmed. Half of the bag was left. Swapped the pumps when this happened. No pt injury. Incident date: 07/19/2013. No tubing available. Customer does not want to send the pump in, but wants a record of the complaint. F/u obtained from reporter: the reporter stated there were no pt injuries with the event and they were not sending the pump back for return.

Manufacturer narrative:
Investigation results: per log review the complaint for an empty bag alarm was confirmed. The event date per the log review was (B)(6) 2013. Pump was set up to infuse a secondary bag at 3:00 pm with a vtbi of 250ml at a rate of 166.6ml/hr. On numerous occasions the pump alarmed empty container and automatically stopped infusing. The pump would be restarted and infuse small amounts for a short period of time prior to alarming the empty container. The pump did infuse appropriate volumetric accuracy. After reviewing the history of the pump it has not been in for service for preventative maintenance since the customer obtained the pump on 03/30/2006. It is part of our preventative maintenance requirements noted in the user manual that the pump be serviced once every 12 months. This info has been relayed to the customer.